Event description:
Pt underwent removal of infusaport to lt chest in 12/96. A small piece of the infusaport cuff was noted in the subcutaneous tissue in the area above the healed incision and was removed on 8/4/97.